Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver was stuck on initialization screen. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Receiver data logs were downloaded and reviewed, finding a screen error alarm in addition to multiple firmware errors. The receiver case was opened for an internal visual inspection that passed. Based on the finding of multiple firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.